Manufacturer narrative:
No similar complaints were reported for units within the same lot. Product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken and fiber on lens surface. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vicmo13.2 implantable collamer lens into the patient's right eye (od), but the lens tore/broke before injection into the eye.